Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up it was found that rv lead had low sensing. The physician added a separate pace/sense lead with good electrical measurements. The patient¿s condition was good during and after the surgery procedure.